Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported on social media that they had 2 separate injections of juvéderm® ultra and was "very happy". On a later date, patient would have juvéderm® volbella¿ xc injected into the lips. Patient noted this injection "felt different" from their previous injections. Patient had a "very painful, very hard" feeling and a "foreign body" feeling. Patient said these symptoms would resolve in a week or two with the lips feeling softer, but never "felt right". Patient reported over the course of three years following the injection, that anytime they "caught a cold (deemed not device related), like my immune system is a little weaker or whenever I had a vaccination (covid, varicella, flu, any kind) my lips would swell, non symmetrically, parts of my lips would become painful and swollen." This is the same event and the same patient reported under MDR ID# 3005113652-2023-00281 (allergan complaint #(B)(4), MDR ID# 3005113652-2023-00282 (allergan complaint #(B)(4). This MDR is being submitted for the second suspect product, juvéderm® ultra.